Manufacturer narrative:
The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal toric lens was explanted because the patient was unable to adapt to distance vision following its implantation on (B)(6) 2024. This issue was first observed during a post-operative examination on (B)(6) 2024. The lens was removed and replaced during a secondary surgical procedure with an unknown intraocular lens (iol). No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: feb 5, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half, coated in viscoelastic residue, and the halves were stuck together. The lens pieces were separated and cleaned presenting with no issues. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.